Manufacturer narrative:
H.6. Investigation summary: batch history analysis was performed, quality notifications and maintenance where failure related records were not found. Bd confirms the visible silicone claim according to the photos and samples sent by the customer. The excess of drained resin occurred due to an error in the assembly machine adjustment. The incident reported from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Event description:
It was reported that syringe plastipak 5ml 25mm 7dmm s/su nbs had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: I keep finding needles with dirt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 5ml 25mm 7dmm s/su nbs had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: I keep finding needles with dirt.